Event description:
It has been reported to philips the system would not boot up. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the host pc's hard disc was not detecting. After reviewed the log file fse confirmed that the host pc's hdd has failed. The fse replaced the host pc's existing hdd with a good one. After replacement the host pc's existing hdd the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.